Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for use. It was mentioned that the needle was noted damaged during the procedure. Thus the needle was replaced and the procedure was completed successfully. No patient complication was reported. The needle is expected to be return for analysis.

Manufacturer narrative:
The device has been received for analysis. Distal tip broken at the shoulder level but not completely detached as some ptfe was holding it in place. Handle and connector cable have no damage. The returned device met its design specification for the distal and proximal hypotube ods. The device failed curve overlay specs. Images of the distal area revealed a fractured distal tip at the shoulder. It is possible that this fracture was created due manual reshaping of the devices during the preparation and procedure. Therefore, it can be concluded that the "failure to follow instruction" cause code is selected based on the inspection results. DHR/service history review: there were no non-conformances during manufacturing. There were rejects during manufacturing, however, it is unlikely a device left the facilities because of 100% inspection method and all devices in manufacturing, passed all acceptance criteria. Additional review is not required. Risk review: the complaint type does not present a new or unanticipated failure type or harm. Based on the testing results as well as on the information provided in the complaint's summary, it was concluded that the needle's distal tip was broken due to manual reshaping of the needle before the procedure. Therefore, "failure to follow instructions" cause code was selected.

Event description:
It was reported that nrg transseptal needle was selected for use. It was mentioned that the needle was noted damaged during the procedure. Thus the needle was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory.